Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during the dwell 2. The home patient (hp) stated the solution bag fell and disconnected. The tsr advised the hp to contact the peritoneal dialysis nurse for further therapy advice. The hp discarded the sample. Product surveillance spoke to the home patient (hp) for additional information. The hp stated he thinks a small section of the solution bag may have been hanging over the back of the dresser. The nurse was notified. The hp completed therapy with a new set-up. No patient injury or medical intervention was reported. The hp is continuing therapy as usual. No additional information provided.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: the product insert for the test strips states that test results may be erroneously low if the patient is severely dehydrated, or severely hypotensive, in shock or in a hyperglycemic-hyperosmolar state (with or without ketosis). The device manufacturing date is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (44727) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The customer's husband reported the customer received a reading of 263 mg/dl on her blood glucose meter, and within a ten-minute timeframe, a reading over 1000 mg/dl was obtained at the hospital. When readings were plotted on a parkes error grid, the result fell into an out of range zone showing the difference in values to be clinically significant. It was additionally reported the customer experienced symptoms of shortness of breath, dizziness and numbness. The customer's husband reported the customer did not treat herself with any medication to counteract the event. The customer was reportedly diagnosed with severe hyperglycemia and treated with insulin intravenously. There was no report of death or mistreatment associated with this event.